Event description:
The guidewire was threaded into the chest. The needle was removed over the wire - so the wire was left in the chest and the dilator passed over the wire but it would not thread over the wire, through the muscle. The dilator was removed and it was noticed wire looked kinked coming from the chest and a partial break in the wire was noted at 1 cm above the curve. It appeared the wire is/was close to breaking off.